Event description:
A patient reported that their upper premolar and tooth feels loose when switching to step 2.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.